Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was routinely transplanted but had experienced elevated lactate dehydrogenase (ldh) levels.

Manufacturer narrative:
Approximate age of device: 22 mo. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.